Manufacturer narrative:
Concomitant products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated intermittent atrial lead undersensing during atrial arrhythmia events. It was noted that due to the undersensing the device did not mode switch or collect atrial arrhythmia data or therapies. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.